Manufacturer narrative:
Date of procedure: 11/4/1997. The fasstealth catheter was returned wrapped around itself if a biohazard bag. It was confirmed that the balloon of this fasstealth catheter had burst longitudinally on a segment 16.5 mm long, starting 6 mm distal to the proximal end of the balloon coil. The balloon coil was kinked and stretched, however, due to the way the coil was stacking on the stretched segment, it appeared that this happened after the procedure, most likely while the catheter was packaged for its return. From the condition of the returned product it appears that the maximum recommended inflation pressure of 100 psi (6.8 atm) was exceeded. Per the labeling instructions: "inflate balloon slowly using a continued infusion of contrast. Use manometer device to measure the desired amount of inflation pressure." "Warning. Do not exceed 100 psi (6.8 atm) during balloon inflation." During the in-process inspection this lot was tested for burst pressure. The acceptance criterion was that balloon should stand a minimum pressure of 100 psi. The sample mean was 255 psi and the lot was accepted." Also, during in-process inspection samples of this lot were tested for burst pressures. All samples met the acceptance criterion for balloons burst. Frequency and severity of occurrence of this event are not addressed in the device labeling. The reported event is not occurring with greater than expected frequency. The reported event is not occurring with greater than expected severity. This info is based on info supplied to co with co's independent verification as to its accuracy, completeness, or causal relationship to the product.

Event description:
Target was informed that, for the first stenosis, the physician made a vascular dilatation using a fasstealth by pressuring four times at 60 atm for 60 seconds. The next stenosis he tried to make a vasodilatation with the fasstealth but the balloons of the two catheters burst at the first inflation. Later another fasstealth was used for the vasodilatation at 6 atm for 90 seconds with no complications. The pt was not affected from this procedural occurrence.